Event description:
It was reported that a homechoice device experienced an unspecified problem. It is unknown if the patient was connected at the time of the problem. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. The event history log review revealed a reload the set 201 alarm occurred. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. One hour run test, cycle remote test, final test and calibration and electrical leak tests were performed with no issues noted. Visual inspection was performed with no issues noted. The cause of the alarm was undetermined. Should additional relevant information become available, a supplemental report will be submitted.